Event description:
Umbrella greenfield filter was inserted into the introducer sheath. Position was satisfactory and upon release of the umbrella, the image revealed migration to the right atrium. Umbrella & it's distal housing apparently separated the metal connecting band and both migrated to right atrium. Umbrella never out of sheath with release mechanism.